Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient got admitted in hospital. On (B)(6) 2010 patient underwent the following procedures: 1) posterior lumbar interbody fusion through transforaminal approach on the left at l4-5. 2) far lateral compression left l4-5 with complete facetectomy for transforaminal approach. 3) placement of peek interbody spacer l4-5. 4) actifuse with local autograft in interbody space l4-5. 5) posterior and posterolateral spinal fusion l4-5. 6) posterior non segmental pedicle screw instrumentation l4-5 (stryker zia iii). 7) rhbmp-2 with bone graft in posterolateral gutters (allograft for spine surgery). 8) repair of durotomy. Due to the following pre-op diagnosis: 1) large central disc herniation l4-5. 2) stenosis. Op-note: neural monitoring was used throughout the case. Standard midline incision was made from l4-5 and carried down through the skin and subcutaneous tissue. Subperiosteal dissection was performed out to the tips of the transverse processes from l4 to l5. Pedicle screws were placed using my standard technique at l4 and l5 using the stryker zia iii systems. Screws were tested and all measured well above 10 milliamps and felt to be safe. Appropriate size implant was selected. It was packed with actifuse putty. It was placed into the anterior aspect of the disc space and rotated under fluoroscopy. Posterior aspect of the disc space was packed with a combination of local autograft and actifuse putty as well. After placement of the interbody graft, he was noted to have a little bit of clear fluid oozing from the lateral side of the dura. A small tear was noted under microscopy. This was repaired with a 6-0 prolene suture primarily. There was no oozing of cerebrospinal fluid with multiple valsalva maneuvers. I elected to then seal it after repair with duraseal. The dura was clean and dry then seal placed all over the dural repair. Attention was turned posteriorly where a posterior and posterolateral spinal fusion was performed by decorticating the pars intraarticularis region and facet joint on the right as well as transverse processes. The pars and facet on the right were packed with local autograft and actifuse putty. Rods were placed from l4 to l5 bilaterally and secured with the locking caps using the torque driver and counter torque device. The posterolateral gutters were packed with a combination of bone graft and bmp. Patient was extubated and taken to the recovery room in stable condition. He tolerated the procedure well. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.